Event description:
Technician alleged that the head end of the bed is not going down using the emergency trendelenburg foot lever. No pt impact.

Manufacturer narrative:
The technician found the hi/low head end of bed is going down using the siderail controls, but not when using manual trendelenburg lever. The technician found the cause to be the trendelenburg valve is stuck. The technician replaced the trendelenburg valve to resolve the issue.